Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, a nurse kept telling the customer to use the bolus wizard to treat and when he does his blood glucose rises. He doesn't understand what is causing him to go high. Customer's blood glucose was initially 385 mg/dl and current was 521 mg/dl. He treated current blood glucose with a syringe, 15 units. Troubleshooting was performed and he mentioned he was hospitalized due to high blood glucose over 250 mg/dl. Customer couldn't recall if he was hospitalized due to high or lows. Customer's doctor told him to go to the emergency room. No anomaly was noted during troubleshooting. Customer declined to perform high pressure test. Customer was advised to change entire set, reservoir, and insulin. The device is not returning for analysis.